Manufacturer narrative:
The device was received for evaluation. During functional testing, 'had system error 345' was not reproduced. A review of the history log revealed multiple occurrences of ec 345. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be upstream thermistor out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.